Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reported discordant results, (10 flu a or b positive but sars negative results from flu+sars tests). A total of 30 tests were performed. The customer communicated the results were confirmed positive for sars by molecular (pcr testing). Unknown if the flu results were confirmed. Flu confirmation method(s) not provided.